Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted on the potentially associated lot numbers (h11b21041 h11c31030,h11e19022) and there were no exceptions noted during the manufacturing process. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse in (B)(6) of crack in transfer set and peritonitis with (B)(6) in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced a crack in the transfer set. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was a crack in the transfer set. On an unreported date in 2011, the patient recovered from peritonitis. The outcome for crack in transfer set was not reported. Dianeal therapy was ongoing. The nurse stated the event of peritonitis with (B)(6) was not related to dianeal therapy but did not comment on the event of crack in transfer set.